Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a cystoscopy and ureteroscopy procedure with laser and stent removal, the ngage nitinol stone extractor was used once and it would not open again. Another device was used to complete the procedure with no harm to the patient. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the functional test, drawing, manufacturing instructions, specifications, quality control, and a visual inspection of the returned device were conducted during the investigation. A visual examination noted the basket sheath was slight bowed at the support sheath. The support sheath and the basket sheath were still adhered. A functional test determined the handle does not actuate the basket formation. The handle was disassembled. The basket formation could not be manually actuated. The handle was reset and reassembled and the handle actuated the basket formation to the open and closed positions. The collet knob and the male luer lock adapter was loose. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.